Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated arctic sun device hasn't been functioning appropriately since last night. Doesn't appear to be cooling. Water temperature (wt) doesn't drop below 69f. Bedside nurse denied any alerts or alarms. Patient temperature (pt) was 101.9f, targeted temperature (tt) was 96.8f, water temperature (wt) was 72f, water flow rate (wfr) was 3.4 l/m, 3 pads connected. Walked through accessing event log. Device alerted 113 eleven times. System diagnostics, outlet monitor temperature (t1) was 72.5f, outlet control temperature (t2) was 72.3f, inlet temperature (t3) was 72.3f, chiller temperature (t4) was 37.9f, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 54%, mixing pump command (mpc) was 100%, heater system hours 16116.8, pump hours 14514.7. Advised to swap out to alternate device and send this one to biomed labeled 113. Emphasized importance of calling when alert first received and not ignoring them. Sn (B)(6). Per additional information updated from ttm on 04jul2025, nurse stated they spoke with clinical engineering about device with alert 113 not cooling and they told them they're not trained on the device and don't have the parts to repair it. Nurse wants to know how to proceed. Advised biomed oversees repair of devices. If they were not trained on the device or don't have the parts, they can call in and receive assistance from their technical engineers and order required parts. Also noted if preferred they can call in arrange for the device to be sent into depot for repair. Mentioned loaner option in this scenario. Encouraged to have biomed reach out to them on monday. Sn (B)(6). Per additional information updated from ttm on 05jul2025, biomed calling about device reported from floor with alert 113 not cooling. Discussed troubleshooting done with nurses and diagnostics readings. Noted they can order parts and repair at the facility or send into the depot for repair where they can also get a loaner to use while device was being repaired. Advised to call back on monday when technical engineers and cs will be in office. Sn (B)(6).

Manufacturer narrative:
The reported event was confirmed. The root cause could not be definitively identified. Doesn't appear to be cooling. Mentioned loaner option in this scenario. Encouraged to have biomed reach out to them on monday. Sn (B)(6). Per additional information updated from ttm on 05jul2025, biomed calling about device reported from floor with alert 113 not cooling. Discussed troubleshooting done with nurses and diagnostics readings. Noted they can order parts and repair at the facility or send into the depot for repair where they can also get a loaner to use while device was being repaired. Advised to call back on monday when technical engineers and cs will be in office. Sn (B)(6). A DHR is not required as this is not an out-of-box failure. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated arctic sun device hasn't been functioning appropriately since last night. Doesn't appear to be cooling. Water temperature (wt) doesn't drop below 69f. Bedside nurse denied any alerts or alarms. Patient temperature (pt) was 101.9f, targeted temperature (tt) was 96.8f, water temperature (wt) was 72f, water flow rate (wfr) was 3.4 l/m, 3 pads connected. Walked through accessing event log. Device alerted 113 eleven times. System diagnostics, outlet monitor temperature (t1) was 72.5f, outlet control temperature (t2) was 72.3f, inlet temperature (t3) was 72.3f, chiller temperature (t4) was 37.9f, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 54%, mixing pump command (mpc) was 100%, heater system hours 16116.8, pump hours 14514.7. Advised to swap out to alternate device and send this one to biomed labeled 113. Emphasized importance of calling when alert first received and not ignoring them. Sn (B)(6). Per additional information updated from ttm on 04jul2025, nurse stated they spoke with clinical engineering about device with alert 113 not cooling and they told them they're not trained on the device and don't have the parts to repair it. Nurse wants to know how to proceed. Advised biomed oversees repair of devices. If they were not trained on the device or don't have the parts, they can call in and receive assistance from their technical engineers and order required parts. Also noted if preferred they can call in arrange for the device to be sent into depot for repair. Mentioned loaner option in this scenario. Encouraged to have biomed reach out to them on monday. Sn (B)(6). Per additional information updated from ttm on 05jul2025, biomed calling about device reported from floor with alert 113 not cooling. Discussed troubleshooting done with nurses and diagnostics readings. Noted they can order parts and repair at the facility or send into the depot for repair where they can also get a loaner to use while device was being repaired. Advised to call back on monday when technical engineers and cs will be in office. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated arctic sun device hasn't been functioning appropriately since last night. Doesn't appear to be cooling. Water temperature (wt) doesn't drop below 69f. Bedside nurse denied any alerts or alarms. Patient temperature (pt) was 101.9f, targeted temperature (tt) was 96.8f, water temperature (wt) was 72f, water flow rate (wfr) was 3.4 l/m, 3 pads connected. Walked through accessing event log. Device alerted 113 eleven times. System diagnostics, outlet monitor temperature (t1) was 72.5f, outlet control temperature (t2) was 72.3f, inlet temperature (t3) was 72.3f, chiller temperature (t4) was 37.9f, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 54%, mixing pump command (mpc) was 100%, heater system hours 16116.8, pump hours 14514.7. Advised to swap out to alternate device and send this one to biomed labeled 113. Emphasized importance of calling when alert first received and not ignoring them. Sn (B)(6). Per additional information updated from ttm on 04jul2025, nurse stated they spoke with clinical engineering about device with alert 113 not cooling and they told them they're not trained on the device and don't have the parts to repair it. Nurse wants to know how to proceed. Advised biomed oversees repair of devices. If they were not trained on the device or don't have the parts, they can call in and receive assistance from their technical engineers and order required parts. Also noted if preferred they can call in arrange for the device to be sent into depot for repair. Mentioned loaner option in this scenario. Encouraged to have biomed reach out to them on monday. Sn (B)(6). Per additional information updated from ttm on 05jul2025, biomed calling about device reported from floor with alert 113 not cooling. Discussed troubleshooting done with nurses and diagnostics readings. Noted they can order parts and repair at the facility or send into the depot for repair where they can also get a loaner to use while device was being repaired. Advised to call back on monday when technical engineers and cs will be in office. Sn (B)(6).